Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The locking knob on the device was jammed / seized and would not function as intended. The device shows signs of significant wear/usage. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This failure mode has been previously identified. Although we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture; the information available as a result of this investigation indicates that corrective/ preventive action is warranted. This issue has been submitted to our CAPA process in accordance with applicable internal CAPA procedures. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a malfunction has occurred. Device locked up, unable to use. No backup available so femur was rolled on by hand and impact in the unlocked position and gain further compression with the poly trial in extension.